Event description:
It was reported that the clips scissored with two devices on the initial firing. The customer used a third device to complete the case with no patient consequence. The two devices are being returned for analysis.

Manufacturer narrative:
Add'l lot # c4dd7w. Date sent: 06/23/2006.